Event description:
Per the clinic, the device was explanted due to an infection, subsequent to a severe impact to the head causing a laceration over the impact site. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with another device, however, it is unknown if this has occurred as of the date of this report, april 16th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.